Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman instrument. According to the reporter, the instrument was used with a loaner device and insufficient coagulation was detected. The intra-operative bleeding that occurred had to be sealed with another instrument. There was no patient harm. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
General information intra operative incident. Consequences for the patient the instruments were not used on patient. Failure description the five instruments exhibit no outwardly damages or defects . Investigation used test- and analysis- equipment: aesculap rf- generator "gn 200", snr. 1510 ,digital-camera "panasonic dmc tz8" ,fluke 178 trms multimeter (ID 1838) , and measuring module box with power supply unfortunately we did not received the instrument that was used during the surgery (no.1), only five original packed and sealed (unused) instruments out of the same batch, so we investigated those new instruments. First we made a visible inspection of the instruments. They exhibit no defects or damages. Then we checked the mechanical function. The clamping and the cutting function of each instrument work well. In the next step we connected each instrument with an rf- generator "gn 200" (snr.1510) and checked the electrical functions: in the next step we checked the function and the resistance of the system of each instrument. Therefore we connected every instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the known current, it is possible to calculate the real resistance on load operation. The specified upper limit of the resistance of the complete instrument is 4,0 ohm and the determined values therefore within specification. Next with a clearance gauge we checked the clearance between the upper and the under jaw in closed position. All instruments are within specification. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage and / or patient related. Rationale unfortunately the affected instrument was not sent in for analysis, only five other instruments from clinic stock with the same batch which were not used. Those five instruments are without malfunctions and within their operative specifications. Because the caiman system is validated, we assume a usage and / or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage) ,blood clotting disorder (patient) ,cutting before the end of sealing cycle signal (usage) , and choice of the wrong parameter (standard / plus- mode) corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
General information: no instrument available for analysis. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage and / or patient related. Rationale: unfortunately there is no instrument available for analysis, but because the caiman system is validated, we assume a usage and / or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage). Blood clotting disorder (patient). Cutting before the end of sealing cycle signal (usage). Choice of the wrong parameter (standard / plus- mode). Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.